Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2021 explanted: product type lead information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began (B)(6) 2021. It was reported that the patient was worried something came loose. They also mentioned that the patch on their back came off, however, the wires and everything were still there. There were no patient symptoms nor further complications reported at this time.